Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of chipped threads on the patient cable was confirmed. The mobile power unit (mpu) was returned to the european distribution center (edc) for evaluation. Visual inspection of the returned mpu (serial number: (B)(6)) revealed a chipped thread on the white power cable connector. The mpu was functionally tested and found to operate as intended during analysis. The damaged patient cable was replaced. A full functional checkout was performed and the mpu passed all tests. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) contain a subsection ¿guidelines for power cable connectors¿ which explains how to properly connect and disconnect the system controller power cable connectors to the mpu connectors. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. This section informs the user to inspect the mpu patient cable for damage or wear. This section states ¿do not use the mobile power unit patient cable if it shows signs of damage. Obtain a replacement from your hospital contact, if needed.¿ heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reporter name: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the treads of the patient cable were chipped.¿